Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had my "h" at age 37. After years of pain and other issues.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adverse event ("other issues") and amenorrhoea ("no more periods"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain had resolved and the adverse event and amenorrhoea outcome was unknown. The reporter considered adverse event, amenorrhoea and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: menstrual disorder, pelvic pain, adverse event nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had my "h" at (B)(6). After years of pain and other issues.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adverse event ("other issues") and menstrual disorder ("no more periods"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain had resolved and the adverse event and menstrual disorder outcome was unknown. The reporter considered adverse event, menstrual disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: menstrual disorder, pelvic pain, adverse event nos. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.